Event description:
It was reported that a caretaker called to report a high blood glucose of 391 mg/dl while using the ilet and declined troubleshooting steps to assess infusion site function or to verify recent insulin delivery and algorithm steps; the caretaker later reported no meal announcements for the patient¿s lunch and records indicated no meal announcements since the prior day. Symptoms included hyperglycemia. Outcomes included no reported long-term or serious impacts. Investigation included a review of available device data and reports and attempts to conduct user-led troubleshooting, including syncing the device and verifying delivery history. Investigation of this case revealed insufficient information to confirm a device malfunction, with user-related factors such as missed meal announcements and an unverified infusion site under consideration. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.